Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported a revision occurred to due to a loss of coverage the patient was doing fine after the revision and was receiving adequate coverage. Relevant medical history included cervical radiculopathy.

Event description:
Additional information received from the manufacturer's representative reported she did not have any additional information.